Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendectomy, ovarian cyst, dysfunctional uterine bleeding, left lower quadrant pain and obesity. Concomitant products included hydrocodone from (B)(6) 2008 to (B)(6) 2014, levothyroxine since (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2014, propranolol from (B)(6) 2008 and propylthiouracil from (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems - anxiety & mental anguish"), depression ("psychological or psychiatric problems - depression"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient's medical records: menorrhagia, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression & mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, lower back pain. Outcome of events pain from unknown to recovering / resolving were updated. Concomitant dugs and conditions were added. New reporters information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.